Manufacturer narrative:
The cause for the non-reproduced falsely elevated advia centaur cp cardiac troponin I (tni-ultra) is being investigated by siemens. Quality control (qc) results were within range at the time of the incident, and the customer performed a precision check (n=20) with a negative serum sample, and the results were all negative. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A falsely elevated advia centaur cp cardiac troponin I (tni-ultra) initial result was observed by the customer and considered discordant when compared to follow up tni-ultra test results. New patient samples were drawn and tested for troponin after 2 hours and after 5 hours, and the results were lower. The customer performed repeat testing of the original sample and the result was lower. A corrected report was issued by the customer. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni-ultra result.

Manufacturer narrative:
Siemens filed MDR 1219913-2018-00146 on 05/14/2018 for a falsely elevated non-reproduced advia centaur cp cardiac troponin I (tni-ultra) result. 05/15/2018 - additional information: the cause for the falsely elevated non-reproduced advia centaur cp cardiac troponin I (tni-ultra) result is unknown. The customer's quality control (qc) was in range at the time the sample was run, and a negative sample precision check was acceptable. The customer has observed no further issues with discordant samples for tni-ultra since this time, and there is no indication of a system issue. While there is insufficient information to determine the cause of the falsely elevated initial result, pre-analytic factors leading to fibrin interference as the causative agent cannot be ruled out. The instrument is performing within specification. No further evaluation of the device is required.